Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side gigantocellular (granuloma) foreign body reaction. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, folds, anxiety-product/procedure.

Event description:
Healthcare professional reported right side rupture, seroma-late, folds, and recall. Device remains implanted.